Event description:
It was reported that during an intraoperative procedure, a bard double lumen catheter ruptured and slipped out, resulting in an inability to continuously drain urine. Consequently, the bladder rapidly became distended, affecting exposure of the surgical field and increasing the difficulty of the operation. The catheter rupture and dislodgement delayed the surgical procedure, and in urological, pelvic, and anorectal surgeries, the loss of catheter function led to bladder distension, obscured visualization of the operative field, and necessitated temporary suspension of the surgery for catheter reinsertion and retention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.